Manufacturer narrative:
The manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd venflon¿ peripheral ported IV catheter the cannula was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: during the use, the needle has broken the cannula. Quantity (pieces involved):1. Device status: contaminated. Photo of the affected device: yes. Product available for analysis: no. Accident date: (B)(6) 2023. Accident happened: during use. If the incident occurred during use it involved: the patient; yes. Notification to the ministry of health: no.

Event description:
It was reported while using bd venflon¿ peripheral ported IV catheter the cannula was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: during the use, the needle has broken the cannula. Quantity (pieces involved):1 device status: contaminated photo of the affected device: yes product available for analysis: no accident date: (B)(6) 2023 accident happened: during use if the incident occurred during use it involved: the patient - yes notification to the ministry of health: no.

Manufacturer narrative:
H6: investigation summary the photo was received by bd for evaluation. A quality engineer was able to review the photo of a needle defect from lot number 1278876 regarding material number 391452 with the reported issue. Based on the photograph defect is confirmed. The device history review of material number 391452 with lot number 1278876 was checked and there was no quality notification found on this lot no. From its production date to its dispatch on date. The investigation and simulation were carried out on 25 retention samples where the investigating team has visually tested the samples (unit pack) for needle defect and no needle defect was found in the 25 retention samples. H3 other text : see h10.